Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the hcp had found patient complaints on several websites. One unknown patient noted "it has helped me! Aside from the surgery pain and the seizure I endured, I would have it implanted again." There was no other information available at the time of the report. The implantable neurostimulator (ins) indication for use was not clear at the time of the report.